Event description:
A complaint was received regarding a chemolock¿ that experienced breakage. The reporter stated that, when the device was screwed onto a syringe, it broke at the connection point between the adapter and the syringe during drug withdrawal. This prevents both the extraction of the drug from the vial and its subsequent use. It also affects the amount already drawn into the syringe.". The hospital uses 3-part syringes. This issue occurred at least three times. Sample photos were provided showing the products connected to the same syringe, a larger portion of the thread protrudes from the chemolock device. Medication involved was cytotoxic drug. There was unprotected chemo exposure for the staff who were preparing it. The product was stored in their facility in accordance with standards, in a dry place. No patient involvement and no patient harm.

Manufacturer narrative:
E1. Additional contact: (B)(6). D4, g4: model number is not sold in the us but similar device is sold under model cl2000s. This product was used for the product code, and 501k. Investigation summary a couple of photos were shared by customer, were 2 chemolock devices are connected with a syringe, an incomplete insertion is observed. However, no cracks, leaks or additional anomalies are observed. Complaint of cracks cannot be confirmed based on the photos shared by customer.